Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a pressure sore in the middle of the spine. The patient's nurse reported that it caused an abrasion. There was no alleged device malfunction contributing to the irritation. The patient's nurse cleaned out the skin irritation and applied a bandage over the wound. Follow up indicated that the skin irritation improved.